Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during an unknown process step. The patient was connected to the homechoice pro device at the time of the event. The caregiver reported they disconnected the patient and performed a manual drain due to the event. Renal therapy services (rts) assisted with end of therapy procedures and reviewed the alarm log. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed that the patient drained 3565ml during the first drain cycle on the reported occurrence date. A review of the clinician programming was performed and the programmed I-drain alarm was set to 0ml. Based on the device log analysis, the direct cause was determined to be the programmed I-drain alarm being set too low (use error). The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed that the patient drained 3565ml during the first drain cycle on the reported occurrence date. A review of the clinician programming was performed and the programmed I-drain alarm was set to 0ml. Based on the device log analysis, the direct cause was determined to be the programmed I-drain alarm being set too low (use error). The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during an unknown process step. The patient was connected to the homechoice pro device at the time of the event. The caregiver reported they disconnected the patient and performed a manual drain due to the event. Renal therapy services (rts) assisted with end of therapy procedures and reviewed the alarm log. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.